Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n427900, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported that it was the first time seeing the patient for consultation, and the patient reported that the pump was not attached and it was ¿dangling.¿ they wanted to know if the pump should be moving around. The patient stated that if the pump was moving around, the medication was being pumped into their cavity and it could be fatal. The patient went to the emergency room in august, but they did not know what to do so they had not done anything since then. The pump contained dilaudid. The patient¿s outcome was requested, in addition to any interventions that were performed.